Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on third inflation. The first two inflations were to 12 atms. As well. The lesion being treated was a calcified and 75% stenotic lesion of the distal left circumflex artery. A 7fr terumo introducer sheath, a mach1 guide catheter, and a bmw guide wire were also used in the procedure. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is listed as "good".